Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. An analysis of the suspect medical device's video was analyzed: upon visual evaluation of the video provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not available since was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year old female patient underwent breast reconstruction with a 550cc mentor tissue expander on the right breast. Post-operatively, the patient suffered right breast implant deflation. The tissue expander was filled two to three times and the hole was discovered during the second surgery. As a result, the patient underwent breast implant removal and replacement with another unspecified tissue expander on (B)(6) 2022.

Manufacturer narrative:
On october 21, 2022, the product investigation summary was updated: upon visual evaluation of the video provided in the complaint, the tissue expander was observed to have a tear on the union between shell and patch. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.